Event description:
It was reported that during a da Vinci-assisted bilateral inguinal hernia repair surgical procedure, the handheld camera image was dim, which resulted in patient injury. Despite the light source being at 80 percent, the surgeon explained that the image from the handheld camera was extremely dim/dark or just overexposed and washed out which made visualization extremely difficult. The surgeon also reported the patient's posterior rectus sheath was extremely thin with no strength to it, so when entering the abdomen using the optiview technique (using a 0-degree laparoscope, NIR Handheld Camera and light cord, and a 5mm Optiview trocar) with little visualization, the trocar advanced further than expected quickly. This resulted in a small nick to the bowel which led to 10ccs of blood loss and was controlled via tamponade. The dim image issue was resolved by switching to the Intuitive 30-degree endoscope. The surgeon reports the rest of the procedure went well with no complications and the patient did well.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The Technical Service Engineer recommended resetting the camera control unit or exchanging the light source. The site opted to swap the camera out for the robotic endoscope. No additional action was required as the procedure continued. No site visit was conducted. There are no failure analysis results for the NIR Handheld Camera used during this event at this time. The Robotics Coordinator did not have the specific details for the handheld camera involved.